Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or struggle to deliver insulin. No defects or deficiencies were identified during the investigation that would contribute to insulin leaking during wear or a bent/kinked cannula.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the leg between 5 and 24 hours. Insulin was noticed to be leaking out and the cannula was found bent after removal. A new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.